Event description:
Device 1 of 3 (see MFR report # 1627487-2010-02997 and 1627487-2010-02998 for devices 2 and 3). The patient received her scs system on (B)(6) 2009 which consisted of an ipg and four percutaneous leads for headaches (off-label indication). On (B)(6) 2010, it was reported that the patient was not receiving stimulation. In an effort to recapture effective therapy, reprogramming was attempted but proved unsuccessful. A diagnostic test was conducted and revealed invalid impedance readings for eight lead contacts. The physician will replace the affected leads at a later date. No further information is available at this time. A supplemental report will be filed as necessary.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.